Event description:
Two penumbra system reperfusion catheter 032 were found to have crimped distal segments during the case. Doctor placed reperfusion catheter 032 and noticed wire would not move through it. Pulled out catheter and wire and found 032 catheter tip was crimped. Placed a second 032 catheter and attempted to use 032 separator. Separator would not move, removed catheter and separator and noted second catheter tip was crimped. Switched to the merci retrieval device. Final result was patient was revascularized, last known status of patient was fine.

Manufacturer narrative:
Technical evaluation: the catheter showed multiple flat spots in the flexible distal region. The incident is confirmed as reported. The "crimps" noted in the incident report appear to have been noted post use and are likely artifacts of anatomy. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. Add'l lot #: f14867, add'l expiration date: 04/2012. Additional MFR date: 04/2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l14867). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l14867) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.